Event description:
Patient presented to the emergency room (ER) 9 days post hip replacement. While in bed rolling over she heard a "pop" and it dislocated. In the ER trauma room a closed reduction with conscious sedation was performed.the hip was reduced with the standard posterior hip dislocation maneuver, namely flexion, internal rotation and traction.